Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated at or near the start of the thread, and is evident around the thread damaged portion of the thread. Functional evaluation with sample mas head the set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified procedure due to scoliosis at level l4,s. During the surgery the setscrew was unable to lock correctly in the multi-axial screw tulip. Surgeon used the smart link provided but stated that it looked like the tulip expanded and released the setscrew. When they tried to lock the rod in position. It is suspected that the smart link might have been positioned and fixed wrong on the mas tulips. When the rod was forced down in to the tulip it had backed and expanded when the setscrew was put in. The setscrew got deformed as it is made of a weaker material than the tulip head. The procedure was prolonged. A/ fused. No fragment of screws remained inside the patient. No patient complications were reported.